Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was having her boluses denied. On the day prior to report, the patient¿s daily boluses were increased to four times per day. The patient received a bolus on the night prior to report, but wasn¿t able to get another on the next morning. Her lockout interval was set to four boluses per day with one every two hours. It was also noted that the refill date was set to two days from the day of report, though the patient had recently been refilled. It was unknown what drug the device system was infusing.